Event description:
The customer reported that the 9900 system had a monitor problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor cable was replaced during the service call.